Manufacturer narrative:
Product analysis: as found condition: the marathon micro catheter was returned for analysis within a shipping box, within an opened marathon outer carton (b160627), within an opened marathon inner pouch (b160627), and within a dispenser coil. Visual inspection/damage location details: no damage was found with the marathon catheter hub. No bends or kinks were found with the catheter body. The marathon catheter was found punctured at the proximal edge of the distal marker band. Testing/analysis: the marathon total length was measured to be ~170.0cm, the usable length was measured to be ~164.0cm which is within specification (specification: 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~25.5cm which is within specification (specification: 25.0cm +2.0cm -1. 0cm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter puncture¿ report was confirmed. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. However, the cause for the puncture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is based upon information obtained by medtronic, which if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a marathon catheter was punctured by the guidewire/stylet in the distal section. The patient was being treated for an arteriovenous fistula (davf). Vessel tortuosity was normal. The access vessel was 2mm.  As per the healthcare provider (hcp) the wire is coming from the distal segment of the catheter, but not from the tip of the catheter. There was no other damage to the catheter or guidewire. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. No symptoms were reported. Ancillary devices: neuron max 8f, neuron guide catheter, chikai 0.010 guidewire, onyx 18.